Manufacturer narrative:
No product will be returning for analysis. (B)(4).

Event description:
The following information was identified in a published literature review by james wee, and keng thiam lee, dept. Of orthopaedic surgery, tan tock seng hospital, singapore. In july 2007, a (B)(6) year old woman underwent acl reconstruction of the right knee. In late 2009, she presented with a 9 month history of pain and instability in the knee following a twisting injury during sports. MRI revealed a ruptured acl graft and a tear in the posterior horn of the lateral meniscus. In june 2010 she underwent an arthroscopic revision acl reconstruction using a fresh-frozen allograft tendon. Early osteoarthritic changes were noted in femoral and medial compartments. The tibial and femoral tunnels were freshly drilled via a transportal technique. The graft was fixed with an endobutton cl loop in the femur and a biosure screw in the tibia. A partial lateral meniscectomy was also performed. At 15 day follow-up a small effusion on the right knee was noted. At day 28, she presented with fever, increasing pain and swelling. Knee aspiration yielded turbid fluid with debris. She was treated with IV ceftriaxone and cloxacillin followed by arthroscopic debridement and washout. At 26 month follow-up she had a stable knee, with minimal pain, and was able to return to running and pivoting sports.